Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D10: device availability is updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. Problems associated with this minor defect rate are infection, bone loss, and/or peri-implantitis, which are likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. These events are previously investigated failures which are currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess infection, bone loss, and peri-implantitis as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for these events have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. DHR review could not be completed for the subject lot number, as the lot number precedes scanned DHR information. Sterilization records, similarly, could not be reviewed. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) number is k011245.

Event description:
Doctor reports that the avb10 implant was removed due to peri implantitis. Pain and inflammation is also reported. The site had been grafted with allograft prior to implant placement.

Manufacturer narrative:
This report is being submitted to relay correction and additional information. After further investigation, it was noted that the correct lot number is 0308101 which means that the DHR exists electronically and manufacturing date as well as expiration date has been added to this report. A DHR review for the corrected lot number was performed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the corrected lot number for similar events and no other complaint was identified. Based on the investigation, no malfunction occurred. The reported event remain non-verifiable as it is a medical condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional or corrected information to report.